Event description:
The facility's materials management manager reported to baxter that continu-flo solution sets were leaking at the end of the tubing by the luer where it connects to a catheter extension set. This occurred an unknown amount of times with an unknown number of patients. This occurred during patient therapy. There were no reports of patient injury or medical intervention. The patients were intensive care unit adult patients. The medications being administered were slow rate titrating gtts such as levophed, cardizem, etc. The incidents occurred when using maxflow valves. It was also reported that other departments that use the maxflow valves with different tubing sets did not report any issues. There were no visible irregularities. All luer connections were reported to be secure. The nurses reported that the connection between the valve and tubing was re-tightened or reconnected, but the leaking still occurred where the tubing met the valve. One nurse reported that the tubing would rotate off and leak. There was no report of blood loss. It was not leaking due to a separation between bonded junctions, or from y-sites, or from a cut or hole in tubing/drip chamber, or from a cracked component. No condition was identified that may have contributed to the condition. There is no additional information.

Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. This issue has been escalated to CAPA. Evaluation summary: two samples were available for evaluation. A visual inspection was performed revealing no abnormalities. A functional flow test was performed revealing a leak in one sample. The same sample was also found to have failed the iso gauging test, revealing that the male luer is too small. The reported condition is confirmed. The root cause of this condition is unknown.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.